Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was 300 mb/gl. The customer was treated with manual injections. The customer was unable to troubleshoot because, he removed the set last night and having not issue today. The customer does not want to return set and reservoir for analysis. The patient was advised to call when the alarm occur in order to troubleshoot. The patient insert a new set today and he was able to prime successfully. The customer was advised to monitor the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.